Event description:
The pt's friend reported this incident. The info is vague. The reporter stated the pt was receiving high blood glucose results on the suspect device and taking their normal meds. Friend stated an insulin reaction occurred and pt was hospitalized and rec'd treatment to regulate their blood glucose. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.